Event description:
Patient was revised to address pain and metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update - (B)(4) 2013 - pfs and medical records received from legal. Pfs alleges that the patient suffers from pain, noise, metallosis, soft tissue damage, fluid, and trochanteric bursitis. There is no new additional information that would affect the investigation. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Medical records and x-ray(s) were obtained and reviewed by a medical professional. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The products associated with this reported event were not returned. A search of the complaint database did not show any other reports against the provided product/lot code combinations. The investigation could not draw any conclusions about the reported event with the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 02/08/2013 - pfs and medical records received. After review of the medical records corrosion was noted on the stem so the stem is now being reported. The cup was also slightly over-anteverted, but the cup wasn't removed. Metallosis was confirmed. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, metal wear and elevated metal ions.